Event description:
It was reported, after implanting nail, lag screw and locking screw; tried to loosen nail holding bolt to remove gamma targeter from nail. The nail holding bolt would not disengage. Doctor had to take the locking screw, lag screw and nail out of pt. On back table, he was able to disengage nail holding screw but it took extreme force. Once removed, used back-up nail holding bolt and re-implanted nail. Had no problems with second nail holding bolt. Delayed case by about 10 minutes."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.